Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a flexiva laser fiber was used in a ureteroscopy stone removal procedure in the distal ureter performed on (B)(6) 2022. The laser unit used was a lumenis 100 laser console with laser settings of 0.6 joules, rate 50. During the procedure, after less than 10 minutes, the laser beam was lost and the connector of the laser fiber was super hot to touch. The procedure was completed with another flexiva laser fiber. There were no patient or user complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.